Manufacturer narrative:
Additional information received that the event occurred during pm and there was no patient involvement.

Manufacturer narrative:
Returned device was received in decent physical condition but the with damaged lens was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, they were unable to determine an issue with the pump. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump is outputing is more then 6%. There were no reported adverse events.